Event description:
Boston scientific corporation became aware of an event in which the physician was using a gateway y-connector, manufactured by guidant corporation, and a transit2 microcatheter together with the subject device. When the subject device was inserted, it became stucked at the y-connector and broke. The physician was able to deploy the subject device into the lesion. No complications with the patient were reported during the procedure.